Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the hospital: during the use of neurosurgical patients, the ventilator alarm prompt "pipeline falling off" suddenly appeared. The nurse immediately checked the alarm reason and found that the ventilator pipeline connection was intact without falling off. No operation was carried out at that time, and the patient's vital signs were stable. The ventilator was replaced and the equipment was contacted for maintenance.

Manufacturer narrative:
During the use of the ventilator, it alarmed "circuit falling-off". Then the ventilator was replaced, waiting for repair. The machine has been loaned out at present and the biomed department doesn't know its whereabouts. Since the ventilator is not available and the breathing circuit set was discarded, it is impossible to determine the cause of the defect. In addition, the device was 13 years old. The hospital was suggested to upgrade the machine in time.

Event description:
Hamilton medical ag received the following event description from the hospital: during the use of neurosurgical patients, the ventilator alarm prompt "pipeline falling off" suddenly appeared. The nurse immediately checked the alarm reason and found that the ventilator pipeline connection was intact without falling off. No operation was carried out at that time, and the patient's vital signs were stable. The ventilator was replaced and the equipment was contacted for maintenance.

Manufacturer narrative:
During the use of the ventilator, it alarmed "circuit falling-off". Then the ventilator was replaced, waiting for repair. The machine has been loaned out at present and the biomed department doesn't know its whereabouts. Since the ventilator is not available and the breathing circuit set was discarded, it is impossible to determine the cause of the defect. In addition, the device was 13 years old. The hospital was suggested to upgrade the machine in time. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** hamilton medical ag noticed that the reported device (brand name: raphael) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA. Updated fields: b4, d1, d2a, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following event description from the hospital: during the use of neurosurgical patients, the ventilator alarm prompt "pipeline falling off" suddenly appeared. The nurse immediately checked the alarm reason and found that the ventilator pipeline connection was intact without falling off. No operation was carried out at that time, and the patient's vital signs were stable. The ventilator was replaced and the equipment was contacted for maintenance.